Event description:
Patient stated that a v-go fell while he was showering on 10/03/2019. Patient stated that he discarded the reported v-go. Patient stated he felt the prick of the needle and stated the discomfort subsided within minutes. Patient stated that the v-go was worn more than 6 hours before falling off.